Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: DHR review; device history record reviewed for s-946 manufactured on 01/27/2010 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 06/09/2015. Complaints history; no manufacturing or design related trend has been identified. Conclusion: in summary the end users reason for return could not be conclusively verified as the device in question head calibration was within tolerance. Impact damage to the gauge bar was observed and it is not certain as to whether this could be the root cause to the end users experience. Please note, per the IFU: "the actual thickness of the harvested tissue is highly dependent upon the operator technique and the condition of the tissue being harvested." Lastly as part of the inspection of the retuned device up against the service history an in service is being recommended as the motor and micro switch is being replaced due to the heavy corrosion found on its internal components . This device was last inspected in june of 2015 with minor corrosion but after review for this case heavy corrosion was inspected therefore the cleaning practices for this product line should be reviewed.

Event description:
It was reported the dermatome device blades were damaged resulting in skin bunching up. It was reported the device was in contact with the patient for this event; however, there was no patient injury.